Manufacturer narrative:
Serial number reported ((B)(4)) corresponds to lot numbers 20130924, 20130925, 20130926, and 20130927. There was only a partial carton of lot 20130925 in the parts department. These were examined for cracking, and tested at maximum available vacuum (25in hg.). There were no failures. We cannot determine cause. We will update this report if more info is forthcoming from the complainant.

Event description:
Reported stated that in a home care situation, user experienced 5 out of six lids crack as soon as vacuum was applied. There was no patient involvement, and no injury reported.